Event description:
It was reported that the customer experienced a past low blood glucose event with the lowest level recorded at 52 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose level and was advised by technical support to consult a healthcare provider to discuss potential factors affecting their blood glucose levels. Tandem technical support checked the pump logs and verified that the pump was functioning appropriately.